Event description:
It was reported that the patient presented to the emergency department due to driveline power faults with a yellow wrench alarm. Log files were submitted to the manufacturer. The driveline power fault was confirmed as well as an expired backup battery (ebb). It was noted the patient had an appointment to exchange the ebb the next day. The modular cable as well as the patient's primary controller were exchanged. The patient's backup controller became their primary. They also received a new modular cable. Exchanging the equipment fully resolved the driveline faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults alarms and an expired emergency backup battery (ebb) was confirmed via log file analysis. Log files, extracted from (B)(6), were reviewed and data from (B)(6) 2025 was captured. Throughout the entirety of the log files, backup battery fault alarms were active due to an ebb end service life fault. On (B)(6) 2025 at 22:40:22, driveline power fault alarms activated due to a power a broken fault. The power a broken fault activated due to the current sense online a being lower than the expected amperage threshold. The driveline power fault and backup battery fault alarms did not resolve within the log files. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Provided information stated that exchanging the modular cable and system controller resolved the alarms. The backup battery in use at the time of the event was sv271430, which would have expired on 28sep2024. The root cause for the backup battery fault alarms was determined to be the patient using an expired backup battery. The root cause for the driveline power fault alarms was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 left ventricular assist system (lvas) IFU with heartmate touch section 7-¿alarms and troubleshooting¿ and heartmate 3 lvas patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault and backup battery fault alarms. Heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 IFU, section 2 ¿system operations¿ states that replacement of the 11v backup battery should be considered when less than 6 months remain before the mandatory replacement date. In addition, it indicates that the backup system controller¿s internal backup battery must be installed and the clock set. This way the backup system controller is ready if the running system controller needs to be replaced. Instructions are provided for setting the clock and installing the backup battery. The IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.